Event description:
It was reported that during an enteral feeding peg device placement, the wire of the device detached in the pt. The physician used a biopsy forcep to retrieve the device. The product was destroyed at the facility. There was no pt injury associated with the event.